Event description:
The following was reported by the patient's wife: the patient reportedly experienced solution leaking out of the cassette and into the cycler. Patient has been finding fluid and moisture inside their cycler every night since monday of the last week ((B)(6) 2013). The cassette's did not appear damaged and in each case the fluid was not noticed until it was time to remove the cassette from the cycler. Patient wife stated that there were no prophylactic antibiotics given or the need for medical intervention of any type. The patient continues with ccpd in stable condition. There was no such patient injury, however, and MDR is being filed to document the reported malfunction.

Manufacturer narrative:
Based on the information provided no definitive conclusion can be drawn. The actual device in question was not returned for evaluation. The patient returned a device from a different lot which was evaluated including functional testing and was determined to meet specification. A review of manufacturing records was performed and there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. See MDR 8030665-2013-00241, 00242, 00243, 00244, 00245, 00246, 00247.